Manufacturer narrative:
The device was received, and an evaluation is complete. The event history log review was completed and it noted the presence of this alarm in the log. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 322. Service evaluation verified the system error 322 as it was experienced while attempting to load a set. The cause was identified to be a failed lower link switch. The lower aux was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 322 (link switch error [low]) during recertification testing. There was no patient involvement. No additional information is available.